Manufacturer narrative:
E3: occupation=unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an ureteroscopy procedure, the coating of the 'roadrunner the firm hydrophilic wire guide' came off. The procedure was successfully completed using another new similar wire. No section of the device remain inside the patient. The patient did not require any additional procedures or experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: d4 (primary UDI number). Investigation ¿ evaluation. As reported, during an ureteroscopy procedure, the coating of the 'roadrunner the firm hydrophilic wire guide' came off. The procedure was successfully completed using another new similar wire. No section of the device remain inside the patient. The patient did not require any additional procedures or experience any adverse effects due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control (qc) procedures and instructions for use (IFU), and complaint photos were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, photos of the complaint device were provided that shows intermittent cut damage to the jacket of the wire guide. The jacket also appears to have displaced along the wire guide forming folds in multiple locations. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances that could have contributed to the reported failure mode. A complaint history database search showed no other related complaint associated with the failure mode for the complaint device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device provides the following information related to the reported issue: - 'precautions: manipulation of the wire guide requires appropriate imaging use caution not to force or over manipulate the wire guide when gaining access.' Based on the available information, no product returned, and the results of the investigation, cook has concluded that the definitive cause of the issue could not be determined. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.